Manufacturer narrative:
Customer did not provide specific sample information, nor calibration and qc information. Customer reported running rf reagent lots m008778, m010863 and calibrator lot m00382. No other chemistries were affected. No system errors were noted. Service was not dispatched for this event as this was a reagent related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining false high rheumatoid factor (rf) results generated by the immage 800 instrument, with use of immage rheumatoid factor (rf) reagent. The customer indicated that these results have been reported out of the laboratory. The effect to patients is unknown.